Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced a low battery alarm. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter. This is an ancillary service event discovered during preventative maintenance. The root cause of the low battery alarm was identified to be a faulty battery. To correct this condition the main battery was replaced. The device was serviced and restored to a good working condition. If any additional information is received a follow-up MDR will be sent.